Manufacturer narrative:
If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
On (B)(6) 2014, the patient (pt) sent an e-mail to our firm to notify of a product quality concern with her current acuvue oasys contact lens purchase. On (B)(6) 2014, the pt called to report that he/she had a "tendency to over wear lenses" and reports that she changes her lenses monthly. The pt also advised in the phone call that he/ she had a "corneal ulcer" after being improperly fitted for lenses a couple of years ago. The pt states that he/ she could not recall the affected eye, which year the injury occurred, or which acuvue product she was wearing when the event occurred. The pt stated that he/she was treated for the event by an eye care professional (ecp) and he/she would go by the treating facility and request the medical records to obtain additional information. On (B)(6) 2014, the pt sent an e-mail advising that she was seen at the treating ecp's office for the event in question initially on (B)(6) 2012 and the affected eye was the od. The pt advised that he/she had several follow-up visits. The pt states "my understanding is that this was related to a poor fitting, and not the lenses themselves, per se." The pt advised that she was treated with vigamox 0.5%, q 1 hour drop to od (while awake). The pt was also given pred forte 1%, 1 drop od qid. The pt also advised "I do not recall how long I was out of contact lenses; but, it was a significant amount of time." On (B)(6) 2014, the pt sent an e-mail and advised that he/she had an rx dated (B)(6) 2012 from an optical provider. The rx the pt provided in the e-mail was partially illegible. On (B)(6) 2014, a call was placed the optical provider to find out the avucue product the pt was prescribed. A representative at the optical provider stated that the last rx the pt had in the system was from 2008. The representative stated that the rx given in 2008 was for acuvue oasys product. The representative stated that the pt last purchased oasys product was on (B)(6) 2009. The representative advised that the pt had not been seen for follow-up contact lens exam since 2008. Multiple unsuccessful attempts were made to the pt's treating ecp to obtain medical records regarding the (B)(6) 2012 event. The pt states that she has worn acuvue lenses for years, but can't recall which acuvue product she was wearing at the time of the event in 2012. It was determined after calls placed to optical retailers that the pt was likely wearing an unknown acuvue product. The event is being reported for unknown acuvue product, with an unknown lot #. The event occurred in 2012 and the pt discarded the suspect lens. No product or lot # is available for return for evaluation. This od corneal ulcer od is being reported as worst case.